Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/15/2016. (B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to cystocele and sui. It was reported that patient underwent bilateral paravaginal dissection, removal of sling, urethral lysis, removal of mesh, anterior colporrhaphy and a cystoscopy on (B)(6) 2013 due to vaginal pain, dyspareunia, vaginal/urethral scarring, exposed mesh and foreign body in vagina. No additional information was provided.

Event description:
It was reported that the pt underwent gynecological procedures on (B)(6) 2011 and mesh were implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.